Event description:
Sterile tray opened for procedure noted black speck in sterile bowl. No saline or other products added to bowl. Black speck is loose and moves. No parts of this tray came in contact with pt.